Event description:
It was reported that the lead integrity alert was triggered due to double counting of the r wave. Follow up information from the health care professional noted polymorphic ventricular tachycardia was occuring. The device remains in use. There were no reported patient complications as a result of this event.

Event description:
It was later reported that the family requested the device to be turned off due to the patient being under (B)(6) care on (B)(6) 2012.

Manufacturer narrative:
The supplemental report is for the additional information received regarding the device status at the time of the death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later noted that the patient was deceased and no cause of death has been reported.

Manufacturer narrative:
The report is based on the information made available at this time. If additional information is received a supplemental report will be submitted. (B)(4).